Event description:
Consumer called to report calling the ambulance for the patient. The consumer has been assisting the patient on their insulin therapy and has seen dosing on the readings from the plink meter. Needed emt assistance.